Event description:
Operating room staff reported that a ligasure worked for part of a case but stopped working. The ligasure was replaced with another device and the procedure was completed without delay and without harm to the patient. The device was saved and given to material's management to be returned to the manufacturer for failure analysis.